Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/jan/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis noted white particle material as well as brown particle material on the outer surface of the device. Wear abrasion and discoloration was noted on the thinner surface. A crease fold of the shell was noted. Brown fluid was noted to be present within the device. A linear opening was noted on the posterior of the shell; upon micro analysis a sharp crease (fold flaw opening) was noted to be present approximately 4.5 cm away from the center of the patch. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a left side deflation. Further reported was a fold fracture on the shell. The device has been explanted.